Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for normal device check. Cybersecurity update was attempted but was unsuccessful. Another attempt to update also failed. The device exhibited backup vvi operation. The device download was performed successfully. The update was not attempted again.